Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven weeks post implant that the right atrial (ra) lead had dislodged into the right ventricle. In addition, the right ventricular (rv) lead exhibited high thresholds. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.